Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm rapidly growing abdominal aortic aneurysm 3 weeks ago. The aorta was "s" shaped and the aortic neck was severely angulated. It was reported that after the stent grafts were implanted, there was a residual type 1 endoleak which required the aneurx cuff to be implanted and the endoleak almost went away. Two days later, it was reported the right limb of the talent endovascular stent graft occluded. The previous incision was opened and a 5 fr sheath was placed retrograde. A glide wire was passed up the iliac artery into the right limb of the graft and the physician was able to get it across the stenotic lesion which appeared to be kinked in the proximal portion of the right limb of the talent graft. A 16 fr sheath was placed into the right limb and a 14 x 4 balloon was used to angioplasty the proximal limb. Repeat angiogram revealed no improvement. A fogarty catheter was used to perform a thrombectomy and a moderate amount of clot was obtained. Repeat angiogram revealed somewhat improved flow, but there was still a kink in the limb. A 14 x 4 stent was placed in the unstented segment of the upper portion of the right limb of the talent graft and deployed. A 14 x 4 balloon was used to angioplasty the stent and repeat angiogram revealed slightly improved result, but there still continued to be greater than 50% stenosis. A palmaz balloon expandable stent was placed within the previous stent and deployed on a 12 mm x 40 mm balloon. A 14 x 4 balloon was then used to post angioplasty the palmaz stent. Repeat angiogram revealed an excellent result within the limb; however, there appeared to be some thrombus just proximal to the stents in the main body of the graft. Tried to thrombectomy, but it appeared to be well adhered to the wall of the graft and probably trapped by the stents. A 14 x 5.5 aneurx was placed over the thrombus into the right limb of the graft. Angioplasty was performed which revealed excellent flow throughout the graft, both limbs and into the iliac arteries. Patient was taken to the recovery room in stable condition and there were no complications. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: angulated aortic neck and aorta. Endoleak , arterial and venous occlusion. Patient required secondary intervention.